Event description:
Heartstream equivalent pad #22660r. When pad is removed from patient's skin, the pad adhesive also removes the patient's skin.manufacturer response for electrode, defibrillator, medi-trace, cadence (per site reporter): only sales rep made aware of issue at this time.